Event description:
Additional information received indicated isometric and lead provocative tests were performed and noise was reproduced. Further information was requested but is not yet available. No intervention has been performed.

Event description:
Additional information received indicated the physician has elected to monitor the patient.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular lead with a subcutaneous defibrillator system as the patient did not need right ventricular pacing. The patient was in stable condition.

Event description:
Additional information received indicated additional episodes of noise were observed on the right ventricular (rv) lead. Rv lead revision is anticipated to be performed to resolve the event. The physician suspected rv lead damage as the cause. Further information was requested but is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. Technical support was contacted and isometric and lead provocative tests were suggested. No intervention has been performed at this time. The patient was in stable condition.